Manufacturer narrative:
Concomitant medical products: product ID: 97792, lot#: 0219065351, product type: accessory. Product ID: 97792, lot#: 0219065351, product type: accessory. Other relevant device(s) are: product ID: 97792, serial/lot #: (B)(4), ubd: 04-nov-2023, UDI#: (B)(4). Product ID: 97792, serial/lot #: (B)(4), ubd: 04-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the bi-wing anchor was not staying on the lead. It was further reported that the bi-wing anchor slid off the lead during the procedure. Two bi-wing anchors were used with the same result. The issue was resolved using the anchors from within the lead kit. It was ¿assumed¿ the cause of the issue was that the bi-wing anchors did not work well with the lead. There were no surgical interventions planned or performed and the chronic back pain patient was alive with no injury at the time of report. No complications were reported or anticipated.